Event description:
Report received of a possible device malfunction. The device was reportedly in clinical use connected to a pt when an unspecified malfunction occurred. A physician and a nurse went to the biomedical engineering dept to obtain a copy of the event history log. Though several attempts were made to obtain additional info, the customer declined to provide further info.